Event description:
The contact is the customer's mother. She called in stating that the meter had been switched to mmol/l. She thought it happened while they were trying to access the memory. The meter had been in the wrong units for a couple of weeks and her daughter had been medicating herself based on the results. Medical intervention was not needed. Customer service helped the contact set the meter back to mg/dl so that it could be used until a new meter arrives.